Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400614225. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: this event is for the set containing nss which identified pump alarming for air with no visible air detailed inquiry description: update- 500ml bag taxol that we primed today alarmed air. About 150-200ml left- I went back- primed a new nss line with filter with different lot # and piggy backed taxol into this new line. Something else I noticed- the extra 3rd piece that attached to equahshield (the one with about 3 inches of tube)- had a lot of air/bubbles in it- seemed to be struggling to pull fluid through it. There was visible air and bubbles in this line. The nss line earlier on primary line had no visible air/bubbles and it alarmed. No injury reported.

Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for further evaluation. An approved project is in place to further address issues with air in line. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.